Event description:
It was reported that the patient experienced autoreducing. Diagnostics indicated high impedances on both leads. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.